Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil approximately embedded in proximal segment of the fallopian tube and cornu'), pelvic pain ('pain ¿ pelvic'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and neoplasm malignant ('cancer') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included alopecia, fibroids, adenomyosis and nabothian cyst. Concomitant products included levothyroxine sodium (synthroid) since 2005 for hypothyroidism as well as ascorbic acid since (B)(6) 2010, bismuth subsalicylate (pepto bismol) from (B)(6) 2016 to (B)(6) 2019, calcium carbonate (tums) from (B)(6) 2016 to (B)(6) 2016, ibuprofen (midol) from (B)(6) 2010 to (B)(6) 2019, ibuprofen from (B)(6) 2010 to (B)(6) 2019, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, simeticone (gas-x) since (B)(6) 2016 and vitamin d nos (vitamin d) since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal left sid near ovary/ abdominal left pain"), heavy menstrual bleeding (seriousness criterion medically significant), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and tension headache ("migraines / headaches: tension headache"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe:hot flashes"). In (B)(6) 2010, the patient experienced alopecia ("hair loss/ autoimmune disorder type of disorder: alopecia"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced dysgeusia ("other injury(ies) or complication please describe: metallic taste in mouth"). In (B)(6) 2011, the patient experienced hypermetropia ("vision problems/ vision/eye problems type: far sighted") and vision blurred ("vision/eye problems type: vision blurry"). In (B)(6) 2016, the patient experienced gastritis ("gi conditions/ gastrointestinal or digestive system condition type: gastritis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), back pain ("back pain"), iron deficiency anaemia ("anemia"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection") and was found to have neoplasm malignant (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (exploratory laparotomy, supracervical hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device, dyspareunia, back pain, iron deficiency anaemia, cystitis, urinary tract infection, fatigue, gastritis, tooth disorder, nausea, neoplasm malignant, hypermetropia, weight increased, vision blurred, hot flush and tension headache outcome was unknown, the pelvic pain, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage and dysgeusia had resolved and the abdominal pain and alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, heavy menstrual bleeding, hot flush, hypermetropia, iron deficiency anaemia, nausea, neoplasm malignant, pelvic pain, tension headache, tooth disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bladder/urinary problems: bladder infection, urinary tract infection. Discrepancy noted in essure insertion date-(B)(6) 2005 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2005: essure confirmation test(s) (unspecified): result:bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and neoplasm malignant ('cancer') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid) since 2005 for hypothyroidism as well as ascorbic acid since (B)(6) 2010, bismuth subsalicylate (pepto bismol) from (B)(6) 2016 to (B)(6) 2019, calcium carbonate (tums) from (B)(6) 2016 to (B)(6) 2016, ibuprofen (midol) from (B)(6) 2010 to (B)(6) 2019, ibuprofen from (B)(6) 2010 to (B)(6) 2019, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, simeticone (gas-x) since (B)(6) 2016 and vitamin d nos (vitamin d) since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal left sid near ovary/ abdominal left pain"), menorrhagia (seriousness criterion medically significant), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and tension headache ("migraines / headaches: tension headache"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe:hot flashes"). In (B)(6) 2010, the patient experienced alopecia ("hair loss/ autoimmune disorder type of disorder: alopecia"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced dysgeusia ("other injury(ies) or complication please describe: metallic taste in mouth"). In (B)(6) 2011, the patient experienced hypermetropia ("vision problems/ vision/eye problems type: far sighted") and vision blurred ("vision/eye problems type: vision blurry"). In (B)(6) 2016, the patient experienced gastritis ("gi conditions/ gastrointestinal or digestive system condition type: gastritis"). On an unknown date, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"), back pain ("back pain"), iron deficiency anaemia ("anemia"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection") and was found to have neoplasm malignant (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and dysgeusia had resolved, the dyspareunia, back pain, iron deficiency anaemia, cystitis, urinary tract infection, fatigue, gastritis, tooth disorder, nausea, neoplasm malignant, hypermetropia, weight increased, vision blurred, hot flush and tension headache outcome was unknown and the abdominal pain and alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastritis, hot flush, hypermetropia, iron deficiency anaemia, menorrhagia, nausea, neoplasm malignant, pelvic pain, tension headache, tooth disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bladder/urinary problems: bladder infection, urinary tract infection. Discrepancy noted in essure insertion date-(B)(6) 2005 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2005: essure confirmation test(s) (unspecified): result:bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), vision blurry, hot flashes, tension headache, metallic taste in mouth. Previously reported event-vision problems updated to event- far sighted and event- gi conditions updated to event- gastritis. Reporter information, concomitant drug, essure removal date were added. Events outcomes were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil approximately embedded in proximal segment of the fallopian tube and cornu'), pelvic pain ('pain ¿ pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and neoplasm malignant ('cancer') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included alopecia, fibroids, adenomyosis and nabothian cyst. Concomitant products included levothyroxine sodium (synthroid) since 2005 for hypothyroidism as well as ascorbic acid since (B)(6) 2010, bismuth subsalicylate (pepto bismol) from (B)(6) 2016 to (B)(6) 2019, calcium carbonate (tums) from (B)(6) 2016, ibuprofen (midol) from (B)(6) 2010 to (B)(6) 2019, ibuprofen from (B)(6) 2010 to (B)(6) 2019, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010, simeticone (gas-x) since (B)(6) 2016 and vitamin d nos (vitamin d) since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal left sid near ovary/ abdominal left pain"), menorrhagia (seriousness criterion medically significant), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and tension headache ("migraines / headaches: tension headache"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe:hot flashes"). In (B)(6) 2010, the patient experienced alopecia ("hair loss/ autoimmune disorder type of disorder: alopecia"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced dysgeusia ("other injury(ies) or complication please describe: metallic taste in mouth"). In (B)(6) 2011, the patient experienced hypermetropia ("vision problems/ vision/eye problems type: far sighted") and vision blurred ("vision/eye problems type: vision blurry"). In (B)(6) 2016, the patient experienced gastritis ("gi conditions/ gastrointestinal or digestive system condition type: gastritis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), back pain ("back pain"), iron deficiency anaemia ("anemia"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection") and was found to have neoplasm malignant (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (exploratory laparotomy, supracervical hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device, dyspareunia, back pain, iron deficiency anaemia, cystitis, urinary tract infection, fatigue, gastritis, tooth disorder, nausea, neoplasm malignant, hypermetropia, weight increased, vision blurred, hot flush and tension headache outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and dysgeusia had resolved and the abdominal pain and alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, hot flush, hypermetropia, iron deficiency anaemia, menorrhagia, nausea, neoplasm malignant, pelvic pain, tension headache, tooth disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bladder/urinary problems: bladder infection, urinary tract infection. Discrepancy noted in essure insertion date-(B)(6) 2005 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2005: essure confirmation test(s) (unspecified): result:bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received. Event added: metal coil approximately embedded in proximal segment of the fallopian tube and cornu. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and neoplasm malignant ('cancer') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and visual impairment ("vision problems") and was found to have neoplasm malignant (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, iron deficiency anaemia, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, nausea, neoplasm malignant, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, iron deficiency anaemia, menorrhagia, nausea, neoplasm malignant, pelvic pain, tooth disorder, urinary tract infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bladder/urinary problems: bladder infection, urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: essure confirmation test(s) (unspecified): result:bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events:pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, bleeding: menorrhagia (heavy menstrual bleeding), anemia, bladder infection, urinary tract infection, fatigue, gi conditions, hair loss, dental problems, nausea, cancer, vision problems, weight gain. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.